Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed and the customer reported complaint was confirmed and replicated. A review of the logs found errors confirming that the issue occurred in the field. A visual inspection found no issues related to the reported problem. The erbe was tested using a well-known system and the unit displayed c-34 errors on startup. The unit will be returned to the original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-34. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the user informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe failed to activate energy and was replaced with a force triad generator. The user continued with the force triad generator without further issues. No known impact or patient consequence was reported.